Event description:
It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. An infusion pump at the rate of 30ml/h was used for irrigation of the sheath. It was mentioned that air was observed in the side port of the sheath prior to catheter insertion during preparation. Air was observed upon removal of the dilator from the sheath and remained present despite aspiration attempts of the faradrive sheath. The faradrive sheath was replaced, and the procedure was completed successfully with another faradrive sheath. No patient complications were reported. No leak was noted. No air seen inside patient. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. An infusion pump at the rate of 30ml/h was used for irrigation of the sheath. It was mentioned that air was observed in the side port of the sheath prior to catheter insertion during preparation. Air was observed upon removal of the dilator from the sheath and remained present despite aspiration attempts of the faradrive sheath. The faradrive sheath was replaced, and the procedure was completed successfully with another faradrive sheath. No patient complications were reported. No leak was noted. No air seen inside patient. The sheath has been received at boston scientifics post market laboratory for analysis.